Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. Pcf has no allegations reported. After review of medical records, patient was revised due to severe adverse local tissue reaction with metal debris and massive osteolysis. Operative notes indicated elevated metal level, a large amount of necrotic reactive debris and bone loss. There was a large amount of fluid in the joint and a large amount of abnormal reactive tissue and also represented some necrotic muscle. There was some scar tissue identified in the periformis doi: (B)(6) 2008; dor: (B)(6) 2020 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: